Event description:
The patient reported they had trouble with their programmer and recharger, which started a couple of months ago. The patient also reported that it started and slowly started getting worse. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).